Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician refilled the pump with the wrong strength of medication. The physician took the medication out of the pump, diluted it with saline and put the medication back in the pump. The patient's mother stated that the pump helped and reduced the amount of surgeries. No further information was provided on this event. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).